Event description:
It was reported bd posiflush syringe had a damaged syringe barrel. The following information was provided by the initial reporter: "syringe broken".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/10/2022. H.6. Investigation: a device history record review was completed for provided material number 306572 and lot number 1005958. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, a crack was observed in the barrel luer. Although no issues were identified during the production process that could have contributed to this defect, it is possible that the crack was produced during the tip cap assembly. If there is a misalignment in the machinery, the tip cap is not correctly assembled onto the barrel luer and damage may result due to the force applied to screw the tip cap on. This action can lead to barrel deformation or breakage.

Event description:
It was reported bd posiflush syringe had a damaged syringe barrel. The following information was provided by the initial reporter: "syringe broken."